Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 475cc saline prosthesis. Catalog: 3501680, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline prostheses. The patient noticed left sided deflation of the breast prosthesis post procedure upon waking up one day. The deflation was confirmed through a mammogram. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 11/20/2018. Device evaluation summary: it was reported that 46-year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline prostheses. The patient noticed left sided deflation of the breast prosthesis post procedure upon waking up one day. Upon receipt by mentor, the device returned without fluid. Red, white, and yellow material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect that extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, white, and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).